Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported a week to 10 days ago the patient went in for a refill and they aspirated the medication and there was 15ml in the pump. The patient stated there should only have been 1ml to 1.5ml. It was noted that the patient goes back in a month, and was to follow up with healthcare professional (hcp) to discuss diagnostic testing (rotor study, check logs, etc.). No symptoms were reported. The patient mentioned having marcaine and morphine in the pump, but that was taken out a few weeks ago before this event. Event date was noted as 2017 (a week to 10 days ago). No further complications were reported/anticipated.